Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy, the tip of a force bipolar instrument was bent and became stuck in the cannula. The surgeon stated that no fragments came off the instrument but that part of the instrument's tip seemed to be derailed. The surgeon had to remove the force bipolar instrument with the cannula simultaneously. To do this, the port site was increased in size. The procedure was completed robotically with a back-up instrument.